Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer would restart without prompt from the user. Further analysis found that the computer had a faulty motherboard. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system computer powered down and restarted without prompt from the user 3 or four times. The representative reported that the issue was isolated to the computer as the rest of the navigation system functioned as designed. No additional information was provided. There was no reported impact on patient outcome.